Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that some of the clips did not fire properly and some did not get embedded properly. Please confirm that the straps did not adhere to the tissue or mesh? The straps did not fire properly, the firing was not smooth enough and was getting jammed. Moreover the straps did not adhere to tissue as well as the mesh. How was the procedure completed? Suturing. Confirm no patient consequences? The patient hasn¿t reported any consequences yet. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported the patient underwent a laparoscopic inguinal hernia procedure and absorbable straps were used. It was reported that some of the clips did not fire properly and some did not get embedded properly. The procedure was completed using unknown sutures. There were no adverse consequences for the patient reported.

Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.